Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. There have been a couple spikes in impedance that were measured at greater than 3000 ohms, however, the impedance measurements returned to normal values. Additionally slightly higher thresholds were noted. Boston scientific technical services (ts) was contacted for assistance and discussed troubleshooting options. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that this system exhibited pacing inhibition and loss of capture on the right ventricular (rv) channel. A revision procedure was performed and fluoroscopy revealed the associated rv lead had dislodged. The lead was removed from service and replaced. No additional adverse patient effects were reported.